Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during entry into abdomen, the device's balloon physically broke and did not inflate. Accordingly, this had happened four time in total and the product was discarded but the package were kept for records. There was no patient injury.